Manufacturer narrative:
This is our initial report on this incident.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that tango optimo called a patient's antibody screening result negative when biotestcell #2 looked clearly positive. The customer could identify an anti-e. The customer did return the patient sample that had caused a false negative test result, but not the supposedly defective product. Therefore our quality control laboratory tested the patient sample with their retained anti-human globulin anti-igg soldiscreen ii sample in tango optimo and yielded a clearly positive reaction. The retained sample was also tested with positive and negative controls and samples. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed that the allegedly defective lot of anti-human globulin anti-igg solidscreen ii functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Event description:
The customer reported that tango optimo called a patient´s antibody screening negative when biotestcell #2 clearly looked positive. The customer's initial report did not provide the batch number for the ahg that was used during the testing. We received this information only today. Our quality control laboratory is still waiting for the patient sample as well as for the supposedly defective product.